Event description:
A customer contacted beckman coulter inc. (Bci) regarding very low results for multiple cartridge chemistries (cc) generated by the synchron lx I 725 clinical system. Chemistries affected were: lactic acid, ck, cholesterol, triglicerides, and magnesium. The results were within expected ranges when the original samples were repeated on a different instrument. The low and the repeated results were not supplied. There was no affect to any patient since the incorrect results were not reported out of the lab.

Manufacturer narrative:
Qc results were within expected ranges before the event. Qc was low and and out of range for some chemistries after the event. The system had been reporting "cuvette failing water blank" and "cuvette not dry" errors within the past few days. The day after the event the customer reported recurring photometer and reaction wheel error messages. A field service engineer (fse) was dispatched: a) the fse replaced several hardware components. B) the replaced parts have been requested to be returned for further investigation. Upon recur, the hardware failures could cause erroneous results on any or all cc chemistries, including pivotal assays. Erroneous results of a pivotal assay may contribute to serious injury to the patient. A clear root cause for this event is unknown at this time. A malfunction will be assumed for the purpose of this report.